Manufacturer narrative:
The company sales representative visited the surgeon. The settings were adjusted on the system. The customer did not request service for the system. No samples were returned for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 10/28/2009.

Event description:
The surgeon uses a bi-manual technique whereby he separates his infusion and irrigation (i.e. Infusion is not via the phaco handpiece, but through a separate cannula). The end of the phaco infusion sleeve that would normally cover the phaco tip is removed, to allow the tip to fit through a smaller incision. The result is that there is a bare phaco needle operating in the wound. A corneal burn occurred. Additional information received from the surgeon noted the wound was sutured closed. The surgeon stated the patient outcome was good.